Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on the electronics also, with corroded motor home switch. Unable to verify motor error alarm due to blank display. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had to alarm motor error and blank display. Customer is unable to switch the device back on. Customer's blood glucose was unknown. The insulin pump is being returned for analysis.